Manufacturer narrative:
(B) (4): results: several co-morbidities, patient refused life-prolonging therapy; death.

Event description:
A 2.5mm diameter x 8mm length endeavor rx drug-eluting coronary stent was deployed in the rca #1 of a patient with no issue reported. During procedure, another endeavor rx stent was also deployed to target lesion (MFR report# 2953200-2010-00279). However, it was reported that 2 months post implant, the patient died. Communication received from the field confirmed that the patient had several co-morbidities and that the cause of the death was debility because the patient refused life-prolonging therapy. The physician commented that there is no casual relationship between endeavor and the patient's death.

Manufacturer narrative:
Patient was an ex-smoker with a history of previous mi, previous peripheral vascular disease and CABG. Index procedure was prompted by silent myocardial ischemia (smi). Death was non-cardiac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.